Event description:
During an incident in 2000 involving a male non-breathing pt with no pulse, this defibrillator powered on, self checked okay, analyzed the pt as treatable, charge to 200j, but when dead with "service mandatory" showing on the screen when the shock button was pressed. No shock was delivered. The crew switched to a different machine. The pt was admitted to ICU at the hospital and was pronounced 4 hours later. The customer did not want the defibrillator repaired and asked to have it returned to their facility after evaluation. The intended to take it out of service.

Manufacturer narrative:
The returned defibrillator was returned with the display case broken and the buttons needed to be pressed harder than normal because the lcd assembly was not secured properly having its mounting posts broken off the case causing 1/4" downward play. 6 of the 8 screws that secure the case bottom were missing and the two remaining were the ones on either side of the clock set buttons. Using the returned non-laerdal battery, the unit powered on displaying "needs service" and the clock displayed the wrong time. The clock was reset and the unit powered up normally and delivered one shock before the message "needed service battery low" was displayed. It then delivered 9 more shocks before displaying "service mandatory. Replace battery". Per the hs2000 operating instructions, this battery is not acceptable for pt treatment. The customer was informed of our findings and the unit was returned "as is" per the customer's request. The "needle service" prompt does not prevent operation for pt treatment. Per the hs2000 operating instructions, the "needs service" message is is displayed with audible beep tone in the event the unit fails self test of mcm or real time clock, or when low battery occurs. The unit is not disabled. The "service mandatory message with audible beep tone is displayed in the event the unit falls self-test of the computer, power controller and memories. The unit is disabled. The customer was sent a letter explaining our evaluaiton. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforecement policy.